Event description:
Patient was implanted with prodisc-c at c4-c5 and c5-c6 on (B)(6) 2010. Patient reported neck and arm pain on (B)(6) 2012. Patient was diagnosed with facet's syndrome. Patient was returned to the operating room on (B)(6) 2012, for removal of both prodisc-c implants and revision to anterior cervical disc fusion with iliac crest bone graft. This report is #2 of 2 for the same event.

Manufacturer narrative:
Additional narrative: this was a 2 level case (c4-c6) which the prodisc-c device is not indicated for. This patient was originally implanted to treat two levels. So it can be concluded that the patient was suffering from complications involving at least two levels. The safety and effectiveness of this device has not been proven in a multi-level application. This is clearly stated in the technique guide under the indications for use. Furthermore, there is a statement in the precautions section that speaks to more than one level requiring treatment. This is a prodisc-c complaint in which the patient is experiencing pain post pdc implantation. It is unclear what is causing the patients pain. It could be due to an insufficient decompression during the initial implantation procedure. The pdc technique guide clearly states that "performing a complete and meticulous discectomy, decompression, and remobilization of the disc space is critical to the success of the surgery." The source of the patient's pain could also be stemming from a different location than the operated prodisc-c levels. Patient selection was a factor in this case because the patient required treatment of more than one disc level and the prodisc-c device is not indicated for such patients. Based on the information in this compliant, the risk analysis was reviewed and it was determined that an update is not warranted at this time. The device history records release check list does not show any non-conformity. Review of the device history records shows that the parts were processed within specification.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned. Review of manufacturing records has been requested.